Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 04/06/2015 to the present date 1/5/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. Review of the pump module error logs confirmed the software failure was present in the logs. Reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring.

Event description:
The customer reported device alarm - error codes / messages. There was no patient involvement.